Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The reported event indicates an issue with the performance of the battery. The device related to the reported event was exchanged without incident and there was no reported patient injury. The battery was returned to heartware for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. (B)(4) passed visual inspection but failed functional testing; the battery did not perform per specification. During testing the battery exhibited a high max error indicative of a unit that is out of calibration; this is an incidental finding and not related to the reported event. Log file analysis review could not be performed because there were no log files available; the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the ventricular assist device coordinator that the controller was switching between power sources when this particular battery was connected. The battery was exchanged and the patient was provided with a replacement device. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This event is currently under a company directed corrective action investigation. Our risk assessment for this issue also remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the system functions as intended and to assess the effectiveness of the company directed corrective action. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Device remains implanted.